Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having kidney failing, spot on lungs. The patient also alleged difficulty in breathing.. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having kidney failing, spot on lungs. The patient also alleged difficulty in breathing. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney failing, spot on lungs.the patient also alleged difficulty in breathing that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injur. There was no medical intervention required by the patient, addational allegation was received that the patient as lung disease and copd. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation the manufacturer observed ui (users interface) knob missing. The air outlet port had dust-like contamination in it. Air inlet had white dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it and hair-like fibers around the rotary encoder. Dust-like contamination on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it, evidence of sound abatement foam degradation/breakdown was not observed in this device, flip lid seal had unknown dust-like contamination on it. Also potential bio-contamination, white dust-like contamination, throughout humidifier enclosure, unknown white dust-like contamination on and under the heater plate and on the dry box seal, potential white mineral deposits on the water tank pan, unknown white and brown dust-like contamination in the iso port (international organization of standardization.), the contamination found in the humidifier enclosure are considered not to be in the airpath, there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. During secondary findings, the manufacture observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, white dust-like contamination at the air inlet and the inside bottom of the blower box, ui (users interface) knob missing. Potential mineral deposits on water tank pan, potential bio-contamination on flip lid seal, manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants and unable to address the patient's symptoms. Section h6 clinical code was updated. Sections d8, d9, h2, h3 and h6 has been updated in this report.